Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The device evaluation identified the nozzle was clogged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported the insertion tube of the evis lucera gastrointestinal videoscope was buckled/bent and the coating was peeling. The issue was found during an endoscopic submucosal dissection (esd) procedure. The customer noted the patient was a young male and was very strong and violent under anesthesia. The customer thought the procedure was delayed due to the effects of the violent behavior, but the amount of delay was unknown. The anesthesia used was dolimicum. The procedure was completed. There was no reported patient harm or impact due to this event. It is unclear if the patient's reaction was to the endoscopy procedure and therefore, it is being submitted as serious injury to be conservative.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was subjected to component analysis and polybutyl acrylate was found to be the main component. Polybutyl acrylate is a component used in adhesive tapes, etc. In addition, since the composition is different from the adhesive used in the product, it is assumed that it is not derived from the product but entered from the outside. Olympus will continue to monitor field performance for this device.